Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the fiber was broken during the evaluation, however the cause was determined that it was linked to the device but was unable to trace more specifically, therefore a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the powered laser surgical instrument fiber was broken, and felt it had a few bumps in the jacket. There was no patient involvement.